Manufacturer narrative:
Device evaluated by MFR., evaluation summary attached, method codes, result codes and conclusion codes updated. Device evaluated by MFR: device was not returned for analysis. The balloon protector was not received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present within the balloon and inflation lumen which is evidence of a device leak. A visual and microscopic examination observed no damage to the tip. Approximately 1 mm of the proximal end of a distal blade and blade pad were lifted from the balloon. This was likely caused as a result of the device encountering resistance during attempted withdrawal after the device became stuck in a stent strut of a previously placed stent. All other blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the midshaft was severely stretched and twisted along length. This was likely caused as a result of excessive force being applied to the delivery system during use/handling. The hypotube was broken at 967 mm from the hypotube/midshaft bond. The proximal section of the shaft (including the manifold) was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The 80% in-stent restenosed target lesion was located in a severely tortuous and severely calcified vessel. A 10/3.00 flextome¿ cutting balloon¿ monorail was selected to dilate the lesion. However, the device got stuck with the strut of the stent, and it became unable to be removed from the patient. The hub of the device was cut off. A 4f non bsc device was inserted and successfully removed the 10/3.00 flextome¿ cutting balloon and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The 80% in-stent restenosed target lesion was located in a severely tortuous and severely calcified vessel. A 10/3.00 flextome cutting balloon monorail was selected to dilate the lesion. However, the device got stuck with the strut of the stent, and it became unable to be removed from the patient. The hub of the device was cut off. A 4f non bsc device was inserted and successfully removed the 10/3.00 flextome cutting balloon and the procedure was completed. No patient complications were reported and the patient's status was good.